Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 215 mg/dl.